Manufacturer narrative:
Summary of evaluation: the info provided and the examination results suggest that this event is not device related but rather is associated with alignment.

Event description:
The pt experienced pain. Revision surgery was performed to remove the tibial and patellar components.